Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phonecall that they had high blood glucose of 600mg/dl due to the belt clip getting caught on their infusion set and it's causing air bubbles, but not enough to completely block the flow, and as a result their blood sugar goes up. The customer was treated with insulin pump for high blood glucose levels and the product will not be returned for analysis.